Event description:
It was reported that during a ptca procedure, catheter shaft separated. All pieces were retrieved without incident. The pt did not go to surgery. No pt injury of complications occurred.